Event description:
Catheter revision in 2003 and performed a priming bolus. Patient was previously on 960 ug/day & was restarted at 800 ug/day. The patient was reported as "ok" in the evening but the next day, the patient was only minimally responsive. Ashworth scale was zero. Patient was not intubated. A follow up report will be sent when additional information is available.